Manufacturer narrative:
Clinical investigation: there is no documentation supporting an association between the liberty cycler and the event of peritonitis. Additionally, there is no allegation against any fresenius products in relation to this event. Peritonitis is a known complication of peritoneal dialysis (pd) therapy.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. As the serial number of the alleged cycler was not provided, an investigation of the device manufacturing records could not be conducted by the manufacturer. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming.

Event description:
During review of medical information, it was reported that a peritoneal dialysis (pd) patient experienced acute peritonitis on (B)(6) 2016 and further diagnosed as unspecified peritonitis on (B)(6) 2016. No further information has been made available at this time.